Event description:
It was reported that the pump shut off unexpectedly. Subsequently, the customer experienced an elevated blood glucose (bg) of 599.4 mg/dl. The customer administered a manual injection of insulin to address the bg. Reportedly, the customer reverted to an alternate method for insulin therapy.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.